Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the reservoir was leaking. The customer did not have time to troubleshoot and was called and left messages to call back in order to troubleshoot for this issue. The blood glucose reading was not given. The reservoir was not returned.